Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was not available and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if additional relevant information becomes available.

Event description:
It was reported that a connection to a transfer set was found to be loose during initial drain. The home patient (hp) had connected, but when an alarm occurred realized that the connection to the transfer set was loose. The hp disconnected himself and needed to start over with new supplies. The hp ended therapy on the hc. The technical service representative (tsr) advised the hp will need to inform the peritoneal dialysis registered nurse (pdrn) of the loose connection. There was no serious injury or medical intervention reported.